Event description:
It was reported that during an unknown procedure, the adhesive part of the packaging is open. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. D4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2024. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample determined that the d11lt device was returned for analysis. Upon visual inspection of the device, no anomalies were observed. Although no conclusion could be reach on the cause of the reported event as no packaging was returned for analysis. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot 422c47 number, and no non-conformances were identified.